Event description:
Cvvh machine began alarming and the rn found fluid from the cvvh filter leaking onto the floor. This has become a constant problem with this filter, they are continuously leaking which causes a delay in care because of the time it takes to prime the entire machine with new bags and a new filter. Manufacturer response for nxstage cvvh filter, (brand not provided) (per site reporter). We've been requesting replacements for these failed filters because they are expensive. The company has not come up with a reason as to why they are leaking.